Event description:
It was reported there was a problem with the port where the wand plugs in. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Broken leg / solder joint on the ECG (electrocardiogram) connector. Bent stylus. Noisy system fan. Broken tab on power cord bay.